Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nipped wife's lip [lip injury], brush head separated from the body of the refill, nipped wife's lip [injury associated with device], brush head broke in the mouth / separated from the body of the refill, came apart in mouth / second time the brush head has come loose in mouth [device breakage], brush heads possibly being counterfeit / need to know if they are genuine or not - oral-b [suspected counterfeit product]. Case description: a husband reported via phone on (B)(6) 2016 that an oral-b power oral care refill precision clean broke in the mouth of his wife of unspecified age. He explained that it separated from the body of the refill, nipped his wife's lip, and then came apart in her mouth. He inquired about the possibility of the brush heads possibly being counterfeit; he had purchased 2 packages of 4 brush heads and wanted to know if they were genuine or not as this was the second time the brush head had come loose in the mouth. The husband reported that this was not the first time that his wife had used these particular brush heads. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.